Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found device to be dirty, scuffs on front cover, crack noted on the bottom left corner of the water tank cover and on the enclosure under the drain fitting. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The customer complaint was able to be confirmed; water was leaking from a crack under the drain fitting and the crack on the water tank cover. The problem source was determined to be user interface.

Event description:
It was reported that a smiths medical level 1 fluid warmer was leaking water. No patient involvement.